Manufacturer narrative:
B3 - date of event - the date of event is unknown in july, and 01 jul 2024 has been used as a placeholder. Investigation summary seven (7) used sample list #d1000, tego¿ connector was returned for evaluation. As received, the following conditions were observed: sample #1.- torn seal. Sample #2.- minor damage typical due to a normal use condition. Sample #3.- torn seal. Sample #4.- minor damage typical due to a normal use condition. Sample #5.- overtightened evidence, and an occlusion in the fluid path due to a blood clot. Sample #6 and #7.- an occlusion in fluid path due to a blood clot. No mating device was returned for evaluation. A device history record lot #13910272 was reviewed and no discrepancies, anomalies or nonconformities were noted that might be related with the condition reported by the customer. Complaint can be confirmed. The probable cause of torn seal on samples #1 and #3 is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The probable cause of overtightening on sample #5 is typical due to overtighten. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. Complaint of blood did not flow back can be confirmed on samples #5, #6 and #7. The probable cause is typical due to a blood clot in fluid path, according dfu, disinfect tego before each access using 70% isopropyl alcohol in aggressive circular motion for three (3) seconds or per facility protocol.

Event description:
A complaint was received regarding a tego¿ connector experienced tearing found during investigation. It was reported that the blood did not flow back. The facility personnel needed to remove the connector and replaced it. The status of the product was during usage in a patient. The sample is available to be taken and for evaluation and it is contaminated with blood. No medication was used with the connector, and it were not reprocessed or re-sterilized prior to use. The event did occur during usage in a patient, there was no delay in therapy or adverse event, and no one was harmed as a result of this event.